Event description:
It was noted that in 2008, the patient experienced angina pectoris. No additional information was noted regarding this event. One hundred and forty eight days post index procedure, the patient returned with stable angina pectoris. The patient had a positive stress test. Coronary angiography was done on approx three months later. It showed 70% in-stent restenosis of the cypher that had been implanted in the proximal circumflex and progression of disease in the proximal vessel. The restenosis was treated with balloon angioplasty and a taxus stent was implanted to treat the new lesion; overlapping the original cypher. The patient was initially enrolled in the study on approx three months prior to original date, with 2-vessel disease. The main indication for the intervention was stable angina pectoris. The first lesion treated was in the mid right coronary artery. The lesion had 80% stenosis and was de novo, smooth and eccentric and was 18mm in length. The vessel was 3mm in diameter. A 3.0 x 18mm cypher select plus stent was electively implanted at 14atm. The second lesion treated was in the proximal circumflex. The lesion had 70% stenosis and was restenotic (of an unknown bare metal stent), irregular and eccentric and was 30mm in length. The vessel was tortuous and was 3.5mm in diameter. A 3.5 x 33mm cypher select plus stent was electively implanted at 16atm. The patient's baseline medications included aspirin, statins, ace inhibitors, beta-blockers and other lipid lowering drugs. The patient's intra procedure medications included clopidogrel and heparin. The patient's post procedure medications included aspirin, clopidogrel, ace inhibitors and beta-blockers.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.